Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10. The reported event of re-intervention and "early failure with leaflet tears" could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3014918977-2021-00062, 3014918977-2021-00055. It was reported that on an unknown date a patient was implanted with an unknown size trifecta valve. On an unknown date the patient had to come back for re-intervention. According the to the physician the patient had early failure with leaflet tears. No additional information has been provided.